Manufacturer narrative:
(B(4). Date of initial report: (B)(4) 2011. The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that dr olson said that the device was not sealing thoroughly and the knife blade was catching during a laparoscopic colectomy. A new device was used to complete the procedure without incident. There was no pt injury.